Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the solenoid found seized and not working, causing the malfunction. A field service technician replaced the solenoid, drawer controller and circuit board to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open and circuit board produced smoke coming out from the back panel, user could smell the smoke. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis medstation¿ es auxiliary system drawer failed to open and circuit board produced smoke coming out from the back panel, user could smell the smoke. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-aug-2022 to 21- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was due to solenoid, which was found seized and not working. The field service engineer replaced the drawer controller and module to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.